Event description:
This is filed to report thrombus requiring medication. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the patient, but a clot was noticed forming on the clip so it was removed. Additional heparin was administered and a replacement clip was used to complete the procedure successfully reducing the mr to a grade of 1. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus (mitral/tricuspid valve: medical treatment) was undetermined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported medication required, was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.